Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, h3. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: water or moisture may have broken the image sensor unit or the circuit board in the endoscope connector. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: it was confirmed that instructions for bf-290 series operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event. It was confirmed that instructions for bf-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ section 5.5, ¿manually cleaning the endoscope and accessories¿ describes how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope displayed no image. There were no reports of patient harm.